Event description:
Reportedly, a progressive increase of the atrial pacing threshold occurred to over 4v in (B)(6) 2023.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the provided files revealed that since the (B)(6) 2023 and the alert received, the right atrial capture threshold was measured at 4v. The same day, the atrial sensing decrease from 2 mv to 1.3 mv. The atrial impedance remains stable around 500 ohms. During the last follow-up, the sensing was lower with a value below 1 mv and the capture threshold still above 4v. Given the significant increase of the atrial capture threshold value and the decrease of the sensing, it can be suspected that the lead may have dislodged or slightly moved from its position. However, since no x-rays were provided, it is not possible to confirm this hypothesis. Given the reported event, a lead issue cannot be excluded. A careful monitoring of the atrial lead should be performed upon each follow-up. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a progressive increase of the atrial pacing threshold occurred to over 4v in (B)(6) 2023.